Event description:
A report was received stating that a phlebotomist was unable to engage the listed device into its safety mechanism during patient use. No related medical sequela was reported.

Manufacturer narrative:
The manufacturer received 938 unused samples from the listed product lot for evaluation. The product samples were assembled and tested. During functional testing the syringe luer was assembled to the mating luer on the safety mechanisms. The needle sheaths were removed and safety mechanism activated. All tested samples operated as intended with no abnormalities or non-conformities observed. A review of the device history and related documentation revealed no anomalies. As the returned products were confirmed to operate as intended, there was no evidence found to suggest the reported event was cause by an intrinsic product fault.